Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-53 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
The patient reported thinking that the device was set to 60 bpm, but that the patient was told it was set to 50 bpm. The patient stated feeling a drop in heart rate and feeling the same as before the device was implanted. The device remains in use. No patient complications have been reported as a result of this event.